Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pain. Update rec¿d 8/14/2014 - (B)(4) synnergy form received for litigation. Report alleges extraordinary injuries, suffering, stress and anxiety. There is no new additional information that would affect the investigation. This complaint was updated on: 09/04/2014. Update rec¿d 8/15/2014 - litigation received. Litigation alleges discomfort and femoral fracture. There is no new additional information that would affect the investigation. This complaint was updated on: 09/04/2014. Doi: (B)(6) 2008; - dor: (B)(6) 2010.